Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-58 implantable pacing lead (B)(4), implanted: (B)(6) 2013, addr01 implantable pulse generator (ipg), impl anted: (B)(6) 2013. (B)(4).

Event description:
An implantable pulse generator (ipg) system was returned from a manufacturer representative. Information identified in the manufacture¿s database/paperwork indicated the patient died approximately 2 months post implant of the ipg system. Per the funeral home, the causes of death are listed as 1) end stage renal failure (esrf) 2) endocarditis 3) sick sinus syndrome. Per the implant doctor's nurse, the device was explanted approximately 5 weeks after implant because the patient was found to have methicillin-resistant staphylococcus aureus (mrsa). She did not know where the mrsa was located. Also, an echocardiogram showed right atrial (ra) lead vegetation. An extraction with pocket debridement was done to decrease the risk of cellulitis. The patient died approximately 3 weeks after the device was explanted.